Manufacturer narrative:
The device was received, and an evaluation is complete. During evaluation testing a delayed keypad response was observed. The cause was determined to be a failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device experienced a delayed keypad. No additional information is available.